Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient underwent treatment of a ruptured descending thoracic aorta with three conformable gore tag® thoracic endoprostheses and a gore excluder aaa endoprosthesis aortic extender component through a gore® dryseal sheath with hydrophilic coating. It was reported that the physician made several attempts to advance a gore® tri-lobe balloon catheter (bcl2645j/ 16119912) to perform ballooning. However, the physician was unable to advance the balloon catheter. Then blood pressure dropped and it was revealed an abdominal aortic aneurysm had ruptured. After the abdominal aneurysm ruptured, the abdominal aorta was replaced with a surgical graft and also a thrombectomy of the left lower extremity was performed. The incision of the abdominal aorta was intentionally incompletely closed to control intra-abdominal pressure. On (B)(6) 2017, the incision of the abdominal aorta was completely closed. During this closure procedure, it was revealed that extensive intestinal necrosis occurred due to occlusion of the superior mesenteric artery. On (B)(6) 2017, the patient expired. The physician stated that the descending aorta was severely tortuous and it was difficult to advance the tri-lobe balloon catheter (bcl2645j/ 16119912) above the tortuous area during the initial procedure. While the physician was pushing and pulling the balloon catheter, the abdominal aortic aneurysm (48 mm) was ruptured. The physician believes that the sheath (dsl2428j/ 14742270) unintentionally moved distally during he made attempts to advance the balloon catheter, and the abdominal aortic aneurysm might have been perforated by the leading end of the sheath. The cause of occlusion of the superior mesenteric artery is unknown. The cause of death was intestinal necrosis. No treatment was performed for intestinal necrosis and occlusion of the superior mesenteric artery. The physician thought it was difficult to salvage the patient.

Manufacturer narrative:
Type of reportable event.